Event description:
Tubing leak caused blood to leak out and present possible exposure. Reported to MFR. MFR to issue a recall on lots. MFR is checking the other lots user reported and will let rptr know whether they are just sporadic occurrences.